Event description:
It was reported that during a hartman's reversal procedure, the anvil of the device separated from the trocar as the device was being closed. The anvil was subsequently attached successfully to the trocar and the device was closed and fired. The anastomosis was successful. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.